Manufacturer narrative:
Examination of the submitted devices confirmed polyethylene wear. Review of the device history records did not reveal any anomalies. The primary root cause of the polyethylene wear could not conclusively be identified, as length of time implanted, loosening of the tibial tray in vivo, and method of sterilization could be all factors. No corrective action required. In addition, the product code is a discontinued item. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.

Event description:
Patient revised to address loosening, found osteolysis and polyethylene wear.